Event description:
Reported by an allergan employee as: "death, with pt expiring 2 days after lap-band surgery". F/u with the dr reveals: "the pt had intra-abdominal bleeding post operative day 2. The pt did not have a pulmonary embolism, bowel perforation, or gastric bleeding". The autopsy report states he had intra-abdominal bleeding." The dr did not say if this event was related to the lap-band sys or not, he declined to answer. This event is being reported because allergan's approach is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 08/01/08. The prod associated with this report was not returned. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. No autopsy report is available from the surgeon. It remains unk if an autopsy was performed, or if the device was explanted. Device labeling addresses the possible outcome of death as follows: "laparoscopic or laparotomic placement of the lap-band sys is major surgery and death can occur."